Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the device was replaced due to low shock impedance of na. The iegm showed a given pc shock with 12.5j. The patient showed no typical shock reaction e.g. No shrug of the limbs.

Manufacturer narrative:
During testing on the bench two transistors were determined to be shorted. The damage likely occurred during delivery of a shock when the rv coil conductor of the lead was shorted to the device can. The low voltage portion of the device was tested on the automated electrical test system. No anomalies were detected and the device met all low voltage specifications. The cause of the hvli anomaly is believed to be due to a lead anomaly.